Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging her onetouch ultra2 meter turned off during use. The following complaint was classified based on additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged meter issue began mid (B)(6) 2014 (time unknown). The patient stated that at that time her blood glucose was erratic and the reading she obtained prior to the alleged meter issue was "548 mg/dl". The patient manages her diabetes with self-adjusting insulin and at the time of the alleged meter issue she was testing her blood glucose 8x per day. Since treatment she is now testing 5-6x per day. The patient confirmed that she did not make any changes to her usual diabetes management regimen at the time of the alleged meter issue in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy, thirsty and more frequent urination" prior to the alleged meter issue (date/time unknown). The patient stated that one evening in mid september 2014 she took an increased humalog dose of 10 units which had no effect and a half-hour later she visited ER where her blood glucose was tested using an ER meter and the result was "800 mg/dl". The ER diagnosed dka. During the initial call, the customer service representative (csr) noted that the batteries did not require replaced, there was no indication of product misuse and the issue was not resolved with education about the auto-shutoff feature. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): although the patient developed symptoms and high blood glucose readings suggestive of severe high blood glucose excursion, the patient stated that she was symptomatic and had obtained high blood glucose readings prior to the alleged meter issue. The alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.